Event description:
During remote follow-up, undersensing was observed on the device. The patient was stable and there were no adverse consequences. Additional information was requested but was not yet available.